Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the hospital for syncope. The local field representative did not have any additional information regarding this patient's condition. No additional information regarding this event or device status was available.

Manufacturer narrative:
According to our records this lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.